Event description:
During an attempt to deploy a wiktor rival coronary stent the stent came off of the delivery balloon and was retrieved with a snare. During the procedure the pt experiences a closure of the left anterior descending artery and acute myocardial infarction. No other pt complications or medical intervention were observed.